Event description:
Health professional reported that a port replacement has been scheduled due to an alleged leak. The patient came to their office complaining of no restriction, no satiety, and gaining weight. Fluoroscopy was performed and a leak was noted in the port. Follow-up finding: the port was removed and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and implant date. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."